Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, that there was a lead impedance out of range alert, and that the impedance trend on the rv (right ventricular) defibrillation coil was rising.

Event description:
The patient reported hearing an alarm go off, so the patient went to the ER (emergency room). It was noted that there was a patient alert for high svc (superior vena cava) coil impedance. The svc coil was turned off. About ten days later, the patient presented to the ER again, where the rv (right ventricular) coil impedance was intermittently high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 implantable pacing lead, (B)(6) 2007; 5076-45 implantable pacing lead, (B)(6) 2007. (B)(4).